Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the emergency room due to a syncopal episode. There were no stored episodes and the presenting electrogram showed this pacemaker operating as expected. However, the patient is dependent and the cause of the episode was not determined. The system remains in service. No additional adverse patient effects were reported.